Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely because the packing has a large longitudinal scratch, there is a possibility that the packing could have been torn/missing by traumatizing co2 gas tube or by tightening the packing with a foreign object in it. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the o-ring of the cylinder hose high pressure hose was broken and had a connection failure. The issue occurred during preparation for use for an unspecified diagnostic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.